Manufacturer narrative:
(B)(4). Specific actions for the reported failure mode are being maintained and addressed under maquet's failure investigation report (fir) system. (B)(4). The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood was observed. The hemopro 2 tool was returned inside the cannula. No visual defects were observed to the cannula. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. There were no missing components observed on the c-ring. The slider on the cannula could be advanced and retracted without any resistance which would be considered abnormal. The hemopro 2 tool was evaluated. The heater wire was flexed away from the hot jaw and was detached at the tip. Small amounts of charred tissue and blood were observed on the heater wire. The wire remained attached at the base of the jaw. The shaft tip was bent at the point where the shaft flex and shaft tip are connected. Based on the return condition of the device and the investigation result, the reported complaint was confirmed for the reported failure mode "bent wire" and the analyzed failure mode "bent shaft." The certificate of conformance were reviewed for shaft tip, shaft flex and the shaft pin. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed in the device lot. The shop floor paperwork was reviewed for the hemopro 2 tool subassembly. All the test results meet the specifications and results. There were no non-conformities observed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield wire on the jaw tip elevated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 with vasoshield wire on the jaw tip elevated. A replacement device was used to complete the procedure. The hospital did not report any patient effects.